Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally, no significant trends for the reported issue for this lot were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (B)(6).

Event description:
Qv sars otc reported fp versus other at home kits x2, blood on swab-- tss reviewed pi 1-10. 2 of 2 reports.